Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc adaptor/connector/defective/damaged at 11 a.m. On (B)(6) 2024, the nurse followed the doctor's instructions to give intravenous infusion to the patient, and when using an indwelling needle to puncture the child, she found that the liver cap of the indwelling needle was damaged, and immediately replaced it with a new indwelling needle.

Manufacturer narrative:
1. DHR review lot 3325897. 1.this batch of products were assembled at intima ii auto line 4 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was (B)(4) ea. 2.review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3.review the production records with no nonconformance, deviation or rework activities. 4.the prn batches used in this batch of products are 3293156, 3293106, review the raw material inspection records, no abnormalities. 2. No defective samples and photos have been received for the complaint. 3. Visual inspection of the prns the retained samples of this batch, no damage is found. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Since the defective sample is not received, the damaged state of the prn cannot be identified, so the root cause of this defect cannot be confirmed.

Event description:
No additional information provided.